Event description:
Left mammary silicone implant removed due to pain, firmness and decrease in size. Placement in prepectoral space with left cone seen lying with thickened capsule. Note that no saline in outer pockets with 200 cc noted. History very limited with dates of implant of 1989 and 1985. Unk info beyond silicone implant.